Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the svc ctr. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical dept with an unsigned note that stated, "didn't infuse any medication over 7 hours period despite appearing to infuse and alarming bag empty." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.